Event description:
Unreliable: on one, the adhesive was weak in 12 hours and absent in 24. With another, a flap broke off, leaving not enough surface for adhesion. Several with normal adhesion slid down a clean and unwrinkled but unshaved thigh, straightening my indwelling male catheter, so it pulled on the penis, especially when my leg urine bag was filling with up to approximately 2-2.25 pounds of urine. Initially, I did not know about the catheter being anchored with a balloon past my enlarged prostate, so the straightening alarmed me, as I thought that it could pop past the prostate and out of the penis, and I had no plan for that emergency. I walk a lot; my job includes walking and carrying loads. Limited or no availability: pharmacies sent me to surgical supply stores, which found the devices on their computers but said they "can't" get them. I didn't ask why they couldn't get them. Where I asked about a prescription for a cash purchase, it was not required. I apparently can get them from doctors and hospitals, but that's likely too expensive, especially if not available in bulk quantities. I got 3 of the devices from amazon but amazon refused my next order, which was for 6, unless I have a health care license and I agree not to use the devices myself. I don't know why a license should be required by a vendor; they're not difficult to apply. Another vendor sent me 5, but I have to assume more of the devices may be unavailable from anywhere soon for me. Instead of a device, I now use: just as efficacious and safe; easy to buy and use; and cheaper. I've been using for over 2 months, replacing as needed. The arrangement is similar to the design of a garter. I use 3-5 at a time, spread half-way around my thigh to spread the weight on my underpants, threaded through holes in the leg urine bag's upper strap and inside, over, and outside my underpants, and tied with a shoe knot to make untying and retying easy. I leave the device lacking adhesion in place on the catheter but I doubt it serves any purpose that way. The cost for is well under 50 cents for the time period for which an approximately-$(B)(6) device would last. Common sold in dollar stores for packaging is good enough, as sterilization is not needed. I carry precut spare. FDA safety report ID # (B)(4).